Event description:
The ds2adv auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, no foam particles were found within the device and the complaint was not replicate. Also, additional failure observed flow rate error pca burned, iso port, outlet seal, heater plate contaminated, scratched display. The manufacturer received information noisy grinding sound. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.